Manufacturer narrative:
Initial reporter: postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral rupture. This record relates to the right side. The device remains implanted.